Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main full-height drawer 5 had several pockets that failed and were unrecoverable. A field service engineer logged into the hardware test application and noticed that drawer 5 cubie rows were missing. Proceeded to unplug the row board cable from the cubie trays, shut down the station, and unplugged the pyxibus cable and the row board cable from the drawer controller board. After reseating everything, the field service engineer rebooted the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that the several pockets were failed. The malfunction occurred while the user was trying to issue the medication to the patient. There were no adverse events or injuries reported as a result of this incident.